Event description:
An olympus field service engineer ("fse") reported that a valve on the automatic disinfector leaked approximately one gallon of gluteraldehyde into the cabinet and onto the floor. There were no injuries related to the spill.